Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two fox plus balloons are being reported under separate manufacturing report numbers. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Overall, it appears that the rupture occurred as a result of interaction with the calcified lesion, as it was reported that three additional balloons also ruptured during inflation at the target lesion. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database found no other incidents of balloon rupture reported for this lot. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the fox plus balloon burst during the first inflation at 8 atmospheres (nominal pressure) during post dilatation in the mildly calcified left iliac artery. There was no resistance during advancement or retraction of the fox plus balloon. Three more balloons were inserted and also ruptured at first inflation with nominal pressure; two being fox plus balloons, and the third being a non-abbott balloon. All of the balloons were easily and completely removed from the patient. There were no further devices inserted for post dilatation. The physician was satisfied with the stent deployment. The physician suspected that the presence of the calcification caused the balloon ruptures and was not a fault in the product. There were no adverse patient effects. There was no additional information provided.